Event description:
The facility had sent an infusion pump in for service where a baxter service representative had reported failure code 500 occurring. Info was requested regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, but no additional info was available. Additional contact info was requested but no additional contact was indentified. The hospital representative states there are no records of any patient incidents involving the pump since the last baxter service event.